Manufacturer narrative:
(B)(4). The device was not returned for analysis. Based on the information provided, a conclusive cause for the reported difficulties could not be determined; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling o0f the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when the plunger was removed, the suture was not attached. The knot was not created. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 18fr and the tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures from the proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is in-training in the use of the proglide device and being established in the preclose technique. No additional information was provided.